Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. When the physician removed the capsule from the pt, the spring popped out of the handle. The procedure was completed using another capsule. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent, when the analysis is complete and/or, when add'l info is received from the hcp.